Event description:
This is a spontaneous case report received from an (B)(6) female consumer in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. The consumer was basically experiencing a little bit of pain with sexual relations since beginning after essure was inserted. Recently she has been experiencing a weird feeling in uterus. She saw her hcp (health care professional) with complaint of sciatic problems and he thought it was related to gynecological problem and ordered u/s (ultrasound), which was done in (B)(6) 2015 and nothing was seen. He also prescribed pain killers but she could not take many of them since she could not take them and go to work. She had recently had CT (computerized tomography) scan and u/s and it showed that one of the coils was hanging into uterus and on the fallopian tube. She said the picture looked like at least 1/2 of it, if not more, is in uterus. Hysterectomy was scheduled for (B)(6) 2016. Medical records received on (B)(6) 2016: patient was gravida 2, para 2, had a history of c-section, liposuction and blood clot in lungs in 2012. She had essure placed in 2013 and experienced pelvic pain since. On (B)(6) 2015 pelvic ultrasound showed left essure not in place, located in uterus, not in tube. Right essure appeared to be properly positioned. On (B)(6) 2016 she had a robotic total hysterectomy with bilateral salpingectomy and lysis of omental and pelvic adhesions was performed. Findings during surgery indicated she had omental adhesions to intra-abdominal wall and pelvic adhesions to uterine body (consistent with history of prior c-section). Follow-up received on 24-mar-2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 3 years later, CT scan and pelvic ultrasound showed that one of the coils is hanging into uterus and on the fallopian tube. She underwent a total hysterectomy with bilateral salpingectomy. During that surgery, omental adhesions to intra-abdominal wall and pelvic adhesions to uterine body were found and lysis was performed. The previously event regarded as dislocation and now regarded as expulsion and also the peritoneal adhesions are serious events due to their medical importance. The expulsion is listed and the peritoneal adhesions are unlisted in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. In this case, the exact mechanism of the event is not known. However given its nature, causality with the suspect device cannot be excluded. On the other hand, considering that the patient has a history of c-section, the pelvic peritoneal adhesions are considered related to the c-section rather than related to essure inserts. Non-serious events were also reported. This case is regarded as incident, since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.